Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Provided photos show an implanted iol (intraocular lens). There appear to be light reflections and white in appearance marks over the iol optic. Based on our observation of the attached photo, there appear to be light reflections and white in appearance marks over the iol optic. The origin of the observed white marks cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that after implanting the intraocular lens (iol), the doctor identified changes in the characteristics of the lens and it remains implanted in the patient's eye, surgery completed on the same day and there was no impact to the patient. Additional information has received and it states that the iol was stained, that losing the transparency of the optical zone and the patient was being followed up with the doctor post-operatively.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).